Event description:
It was reported patient underwent a right total hip arthroplasty (B)(6) 2006. Subsequently, patient was revised (B)(6) 2013 due loosening of the cup and infection. The head, cup, taper, and stem were removed and replaced. Additional information received from patient¿s legal counsel reports the patient underwent a right revision procedure (B)(6) 2013 and again on (B)(6) 2014 due to allegations of pain, discomfort, soreness, inflammation, physical injury, bodily impairment, lack of mobility and range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. Review of the invoice records confirms a revision occurred (B)(6) 2014. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty (B)(6) 2006. Subsequently, patient was revised (B)(6) 2013 due loosening of the cup and infection. The head, cup, taper, and stem were removed and replaced. Additional information received from patient's legal counsel reports the patient underwent right revision procedures on (B)(6) 2013 and (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, inflammation, physical injury, bodily impairment, lack of mobility and range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. Review of the invoice records confirms a revision occurred (B)(6) 2014. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 due to pain, malaise, and swollen erythematous hip. The patient's operative report noted pus, purulent material, and a loose acetabular component with fibrous tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ ¿early or late postoperative, infection, and allergic reaction.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2013-02977 / -02980 and 1825034-2014-04948).

Manufacturer narrative:
To indicate that the procedure on (B)(6) 2013 was to remove all component and implant spacers and the procedure on (B)(6) 2014 was to re-implant a total hip.

Event description:
It was reported that patient underwent a right total hip arthroplasty (B)(6) 2006. Subsequently, patient was revised (B)(6) 2013 due to loosening of the acetabular cup and infection. The head, cup, taper, and stem were removed and replaced. Additional information received from patient's legal counsel reports the patient underwent right revision procedures on (B)(6) 2013 and (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, inflammation, physical injury, bodily impairment, lack of mobility and range of motion, dysfunction, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 was due to pain, malaise, and swollen erythematous hip. The patient's operative report noted pus, purulent material, and a loose acetabular component with fibrous tissue. All components were removed and replaced with antibiotic cement and spacers.